Manufacturer narrative:
Examination of the returned device confirms the reported event of tip breakage. The root cause is attributed to misuse through excessive prying during removal of the implant component. Based on the root cause of misuse as the root cause, corrective action is not needed. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The revision osteotomes have broken tips.